Event description:
It was reported that a (B)(6) coronary sinus (cs) catheter was removed from the cs due to the patient being in complete heart block at the end of the ablation workflow, after 80 or so ablations. A cardiothoracic surgeon was called into the room and a pericardiocentesis was performed to remove blood under the xiphoid bone. Epinephrine was also administered to the patient. The tamponade/effusion was discovered post-procedure, located in the right ventricle (rv). The procedure was completed successfully, and the patient was hospitalized. The patient's condition was noted to be stable and responsive. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).